Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, the anvil was inserted in the intestine and tried to be combined with the stapler, but the combination could not be performed. A new device was opened and used and there was no problem in attaching and firing. No patient injury.